Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31681992) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9493895) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31681992) and could not pass through the microcatheter. The physician only retracted the stent and replaced it with a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9616878). The second stent encountered the same issue. The physician retracted the second stent and then removed the microcatheter from the patient. The physician replaced the stent with another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712); the microcatheter was also replaced to complete the procedure. There was no report of any negative impact on the patient. On 18-may-2026, additional information was received. The information indicated that the procedure was targeting the internal carotid artery (ica). Continuous flush was maintained through the microcatheter. Per the information, the first and the second stent were still on their respective delivery wire when they were removed. There were no damage noted on the stent / stent delivery system for both stents. There was no damage noted on the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no delay in the procedure.